Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the drill bit broke. The tip remained inside the patient. No further information provided. This report is for one (1) 1.5mm drill bit/mqc for gliding hole/48mm. This is report 1 of 1 for (B)(4).